Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.; the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique prior to an interventional concomitant atrial fibrillation (afib) ablation and left atrial appendage closure (laac) procedure. The suture of a prostyle device was successfully pre-placed. The sheath was upsized to a 11f, and the interventional procedure was completed. Reportedly post procedure, the suture came out during suture management. A second prostyle device was deployed, and the same issue (suture came out during suture management) occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.